Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information for the investigation, it was confirmed that the distal tip had a burn. The probably cause was likely attributed to high frequency endotherapy accessories been used without ensuring sufficient distance from the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal video scope had discoloration at the tip section of the device's body. There were no reports of patient involvement.